Manufacturer narrative:
The product was visually inspected under magnification and tested with a 2.5mm solid driver (part number hpc-0025). Visually, the screw (3.5mm locking cortical, part number: col-3120-s, batch number: unreadable on screw) hex recess has been stripped and cannot be removed. Where the head meets the plate there is threading that has been broken off and jammed in between the plate and the screw. When testing the 2.5mm driver, it would not seat at all in the recess. Looking at the screw on the under side of the plate, there is bone stuck in the threading. Additional mdrs associated with this event: 3025141-2020-00006 - screw 1, 3025141-2020-00007 - screw 2, 3025141-2020-00008 - screw 3, 3025141-2020-00009 - screw 4, 3025141-2020-00010 - screw 5, 3025141-2020-00011 - screw 6, 3025141-2020-00012 - screw 7, 3025141-2020-00013 - screw 8, 3025141-2020-00014 - screw 9.

Event description:
During routine removal of orthopedic hardware, the surgeon was only able to remove one of the screws by turning the plate with the screw. During this process, the bone refractured and was treated with another screw.